Event description:
The customer reported that the unit has a machine pressure sensor autozero failed error code. The customer reported that the unit was not in use on patient. The customer contacted product support and advised customer per the service guide rev p: verify pin alignment between solenoids and the data acquisition printed circuit board assembly (da pcba). Replace the machine auto-zero solenoid (sol 2 and sol 4). Replace the da pcba. Product support provided part ID for the solenoids 2 and 4 as well as the da pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/10/2022, 08/22/2022 and 09/08/2022, however, yielded no response from the customer. The service history record was reviewed and no repair information was found. Product support provided part ID for the solenoids 2 and 4, as well as the data acquisition printed circuit board assembly (da pcba). It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.